Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed a slightly twisted lead body, which confirmed the dislodgement observation. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported failure to capture, failure to sense, noise, and impedance issues.

Event description:
It was reported that this single chamber implantable cardioverter defibrillator (ICD) system exhibited a change in the sensing morphology on stored electrograms where it appeared that the patient no longer had an intrinsic rhythm. Attempts were made over several months to have the patient come into the clinic for an evaluation, testing and possible device programming optimization. However, the patient did not come to scheduled follow up appointments. Subsequently, there were additional observations of no sensing, no capture and poor impedance measurements on the right ventricular (rv) lead. There were also stored episodes which exhibited various types of noise and the shock impedance measurements were less than 10 ohms since approximately one month after system implant. These shock impedance measurements are low and out of range. The patient is very large and soon after system implant when the patient sat up, it appeared that the ICD device had migrated. With the patient subsequently in the clinic, a new x-ray was performed. The device and rv lead were found to have migrated and the rv lead was dislodged. Due to the patients non-compliance with attending scheduled follow up appointments, the physician elected to explant the ICD device and rv lead and not replace the system. There were no additional adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this single chamber implantable cardioverter defibrillator (ICD) system exhibited a change in the sensing morphology on stored electrograms where it appeared that the patient no longer had an intrinsic rhythm. Attempts were made over several months to have the patient come into the clinic for an evaluation, testing and possible device programming optimization. However, the patient did not come to scheduled follow up appointments. Subsequently, there were additional observations of no sensing, no capture and poor impedance measurements on the right ventricular (rv) lead. There were also stored episodes which exhibited various types of noise and the shock impedance measurements were less than 10 ohms since approximately one month after system implant. These shock impedance measurements are low and out of range. The patient is very large and soon after system implant when the patient sat up, it appeared that the ICD device had migrated. With the patient subsequently in the clinic, a new x-ray was performed. The device and rv lead were found to have migrated and the rv lead was dislodged. Due to the patients non-compliance with attending scheduled follow up appointments, the physician elected to explant the ICD device and rv lead and not replace the system. There were no additional adverse patient effects.